Manufacturer narrative:
The sample is not available for evaluation. Additional information regarding this incident has been requested. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
The bd posiflow device was used with an indwelling catheter. The nurse found that air had leaked into the catheter/patient's vein. The nurse had locked the catheter.